Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l4-s1 posterior instrumented fusion; dr (B)(6) hospital (B)(6) 2018. The primary operation date is unknown. Patient was operated on the 13.3.18 to revise a l4-s1 posterior instrumented fusion. The s1 screw on the left side of l4-s1 posterior construct did not contain the rod. The surgeon removed set screws, 55mm viper rod and the s1 6x45 screw and replaced with a 65mm rod a 7x45 screw and new set si set screws. On the right side of the construct dr lucas removed the rod and sets so that he could perform an exploration of the right l5 nerve root. A 65mm rod and new set screws were then implanted. The primary operation date is unknown. There was no broken screws or rods. Patient initials r.s. Left side: unknown depuy spine: 1 x s1 6x45 screw, unknown depuy spine: 1 x 55mm viper rod, unknown depuy spine: 3 x set screws. Right side: no unknown depuy spine detail added. This will be provided as "additional information".